Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 28 mm xience v stent delivery system was advanced; however, resistance was met with a previously implanted 3.5 x 23 mm xience stent in the proximal lad, and the device could not cross. During removal, resistance was met, and the stent dislodged. Intravascular ultrasound confirmed that there was no issue with the previously implanted stent. A snare device was used to retrieve the stent successfully. A non-abbott stent was implanted to treat the target lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the shaft, balloon, stent implant and in the guide wire lumen, and contrast in the inflation lumen and on the stent implant, consistent with preparation and the sds advanced into the patient anatomy. The stent implant had dislodged from the balloon and was returned, confirming the reported dislodgement. There were mangled stent struts in the eighth through eleventh row of distal stent struts noted. The proximal end of the stent implant was mangled. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length, middle and distal stent outer diameters were measured and met manufacturing criteria. The proximal stent outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is likely that the stent interacted with the heavily calcified lesion and the previously placed stent during advancement, contributing to damaging the stent resulting in resistance during retraction and the stent ultimately dislodging. Additional treatment was used to remove the dislodged stent from the patient anatomy with a snare device which likely contributed to further damaging the stent. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stent dislodgement for this lot. There is no indication of a product quality deficiency.